Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: addrl1 ipg, implanted (B)(6) 2014. (B)(4).

Event description:
The patient reported feeling fatigue, lethargy, and lightheadedness. The patient experienced heart block due to failure of the right ventricular (rv) lead. Low impedance and no capture were indicated on the lead. In addition, oversensing, undersensing and noise were observed. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.